Event description:
The physician states that a 70 year old female presented for an esophageal ligation procedure. Teh physician placed the overtube coaxially onto the endoscope in preparation for the procedure. When inserting the devices down the patient's esophagus resistance was met. The devices were removed and slight bleeding was noted. The physician decided to cancel the procedure. The patient was admitted for observationinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.